Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a rash on his back under the te pads. The patient asked if he can use ointment on the rash because his wife has cortisone ointment and was told he could. During a follow-up, the patient reported that the rash was nearly resolved after he applied a hydrocortisone ointment that was prescribed by his physician.